Manufacturer narrative:
The device and three pictures were received for evaluation. The visual inspection of the three provided photos and sample revealed a wet product (after priming). Several small black particles were visible in the pictures and several small black particles were found inside the header cap of the actual sample. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6. H6 codes added to h6 (codes were inadvertently omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 17l during priming. There was no patient involvement. No additional information is available.